Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device longevity changed from 3.5 years to 1 year remaining in approximately one year. Boston scientific technical services (ts) analyzed the device data and found that the energy consumption of the device had been increasing during the past year. Ts recommended a replacement window of 90 days. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device longevity changed from 3.5 years to 1 year remaining in approximately one year. Boston scientific technical services (ts) analyzed the device data and found that the energy consumption of the device had been increasing during the past year. Ts recommended a replacement window of 90 days. Product has been explanted and replaced. The device has been received and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device longevity changed from 3.5 years to 1 year remaining in approximately one year. Boston scientific technical services (ts) analyzed the device data and found that the energy consumption of the device had been increasing during the past year. Ts recommended a replacement window of 90 days. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device longevity changed from 3.5 years to 1 year remaining in approximately one year. Boston scientific technical services (ts) analyzed the device data and found that the energy consumption of the device had been increasing during the past year. Ts recommended a replacement window of 90 days. Product has been explanted and replaced. The device has been received and is pending analysis. No additional adverse patient effects were reported.